Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level and ketones. Bg value not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.